Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced blood glucose level of 88 mg/dl was at the time of incident. Customer also stated a lot of small bubbles was present in infusion set. The troubleshooting was assisted for the air bubbles. The product will be return for the analysis.